Manufacturer narrative:
Sample is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The customer reported a plum set that leaked an hour into chemo drug injection as well as during a flush of normal saline. There was patient involvement, but no harm reported.

Manufacturer narrative:
H10: the complaint of leakage on the device could not be confirmed by investigation. No product samples, or videos were received for investigation. The one picture provided showed tubing of the plum set. However, it cannot be determined from the photo if there is evidence of leakage. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 4113888 was reviewed and no non conformities were found that would have led to reported complaint. Additional information in h6.